Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a software issue on the alinity ci-series system control module in which b-hcg results were incorrectly released with the comma read as a period. The results were not reported to the patient. The customer expected the results to be positive, but results were transmitted as negative. Example, result of 10,000 was read as 10. The comma has been interpreted as a full stop instead. The following data was provided (iu/l): sid (B)(6) result 4617.06, repeated result 4,695.89. Sid (B)(6) result >15,000.00, repeated result 37,079.46 and 38,875.07. Sid (B)(6) result >15,000.00, repeated result 28,956.68 and 29,840.33. Sid (B)(6) result >15,000.00, repeated result 32,231.92 and 32,125.37. Sid (B)(6) result 13,071.55, repeated result 13,254.85 and 12,996.16. Sid (B)(6) result 8,111.58, repeated result 8,175.32 / 8,686.73 / 8,206.13 / 8,501.78 / 8,569.90. Sid (B)(6) result 13,611.46, repeated result 14,437.16 / 14,530.99 / 13,191.80 / 13,172.48 / 14,222.06 / 14,505.74 / 13,891.74 / 13,771.74 sid (B)(6) result 391.34, result not repeated. Sid (B)(6) result >15,000.00, repeated result 47,786.97 and 46,838.11. Sid (B)(6) result >15,000.00, repeated result 66,611.56 and 62,751.88. Sid (B)(6) result >15,000.00, repeated result 123,652.05 / 121,898.38 / >15,000.00 / >15,000.00 / 120,354.51 / 116,732.91 / 111,214.22 / 117,969.80. Sid (B)(6) result 3,775.24, repeated result 3,838.62 / 3,827.43 / 3,750.36. Sid (B)(6) result 10,523.00, repeated result 11,113.03 and 11,081.04. Sid (B)(6) result 2,378.99, repeated result 2,401.78 / 2,293.75 / 2,311.09 / 2,287.25 / 2,294.54. Sid (B)(6) result 1,021.54, repeated result 1,022.23 and 980.76. Sid (B)(6) result 11,876.88, repeated result 12,647.11 / 12,598.13 / 11,923.66 / 11,994.62 / 12,228.25 / 12,521.60 / 12,495.20 / 12,567.16. Sid (B)(6) result 2,817.74, repeated result 2,777.53 / 2,901.46 / 2,912.90. No impact to patient management was reported.

Manufacturer narrative:
The issue was resolved with the system configuration number format for the thousands and decimal separator was edited corrected from a comma to a period. The alnty ci-series sys cnt(list number 03r70-01), serial # (B)(6) was deemed the cause for the issue and the subject of this investigation.. Trending review did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Product labeling review found the alinity ci-series operations manual provides detailed information on assay file installation and viewing and editing assay parameters including the default configuration for decimal separator. The alinity I system total b-hcg reagent kit g71135r01/ b7p510 revised september 2016 reagent package insert adequately address sample handling, performance characteristics, assay processing, and interpretation of results including detailed information on assay file installation and viewing and editing assay parameters. The computer, user interface was previously replaced due to a system crash and was identified as contributing in regard to the system. However, the service history of the (B)(6) verifies no subsequent issues have been reported related to falsely depressed b-hcg results post the scc software configuration correction was performed on the (B)(6) module. Based on all reviewed data, a product deficiency was not identified.